Manufacturer narrative:
The bicart product involved in this incident was discarded and not available for investigation.

Event description:
Limited information has been provided for this event other than the patient had a cardiac history and experienced an episode during treatment that resulted in hospitalization. The clinician at the hospital states that this incident was not product related. The bicart was discarded and not available for inspection. Bicart model and lot number was not provided. The phoenix machine was inspected and determined to be operating within specification. The cartridge blood line was not available for inspection.